Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a failed battery test alarm. The customer's blood glucose level was 288 mg/dl. The customer was hospitalized due to ammonia and not related to his insulin pump. The product was not returned. Nothing further to report.